Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 1494 - patient selection.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using a starclose se device after an interventional percutaneous transluminal coronary angioplasty procedure with a 6f sheath. Reportedly, the plunger was depressed smoothly. The thumb advancer became stuck when advancing. The safety release was activated to retrieve the starclose se device without deploying the clip and without issue. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The reported mechanical jam with the plunger could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that contribute to mechanical jam with the thumb advancer may include, but are not limited to, the vessel locator not placed against the surface of vessel during plunger deployment or device angle changed prior to thumb advancer stroke completion. The subsequent treatment appears to be related to procedure circumstance. Reportedly, the device was used in a calcified artery. It should be noted the starclose instruction for use (IFU) states: do not deploy the clip in areas of calcified plaque. In this case, calcification is not a known contributor to mechanical jam with the thumb advancer. The instruction for use deviation did not contribute to the reported event. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.